Event description:
Boston scientific received information that the patient implanted with this pacemaker had undergone a procedure where a ventilator was used. Following the procedure pacing was observed at 120 beats per minute (bpm) although the patient was resting. Boston scientific technical services (ts) discussed the potential for interaction with hospital monitoring equipment. The local area field representative was contacted for additional information. It was reported the device was interrogated and no high rate pacing was observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.